Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a failure of the needle mechanism was experienced with the pod (unspecified). The patient's blood glucose levels were unaffected, and the pod was not worn.

Event description:
The needle deployed early before pod activation.

Manufacturer narrative:
Describe event or problem was updated with new information. H6: adverse event problem, medical device problem code and component code were added.